Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient went to recharge their ins, they saw a warning "por" message on their patient programmer and recharger this morning. The patient was redirected to their healthcare provider to further address the issue.